Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that after an unspecified surgical procedure it was observed that the electric pen drive device could not be turned off and was still functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.